Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to myopotentials resulting in mode switch and pacemaker mediated tachycardia were noted on the right atrial (ra) lead and episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-18117.